Event description:
Reportedly, when the defibrillator discharged, it did not deliver energy to the patient. This allegation was based upon a lack of expected noise from the device transfer relay and lack of expected muscular reaction to defibrillator discharge. An AED was brought on scene and connected to the patient through the same quik-combo pacing/defibrillation/ECG electrodes. This device rendered a no shock advised decision. The patient was not resuscitated. The reporter indicated that patient outcome was not affected by the discrepancy, due to a lack of patient viability.